Event description:
A report was received from a user facility in the USA stating the cutters exhibited vibration, loss of aspiration, or intermittent cutting action during use. There was no serious injury, permanent impairment, or reports of pt impact related to these six separate reported events.

Manufacturer narrative:
One 25 gauge vitrectomy cutter was returned in a plastic bag. The original packaging and the rest of the pack components were not returned. The part number and lot number could not be verified. The tip protector was not returned. Visual inspection noted the needle was slightly bent and the port window was in the open position. There was dried solution and debris on the outer needle shaft and in the tubing. A functional test was performed using a stellaris pc system. The cutter had good clean cuts and aspiration during the testing. The cause of the reported problem could not be determined. Sterilization and lot history records revealed no exceptions. Report 1 of 6.